Event description:
The customer contact reported a separation. The tubing set was being used to deliver an unspecified solution. It was reported that after the nurse disconnected the tubing set from a clc connector, the tubing separated from an unspecified location. There were no reported adverse patient effects. No medical interventions were reported. Multiple unsuccessful attempts have been made to obtain additional information.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel. (B) (4).